Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however device evaluation was performed on site by a baxter field service engineer. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a battery depleted alarm, and determined the root cause to be depleted main batteries. The main batteries and battery harnesses were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), a service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 6.13.92, which is classified as remediated. No additional information is available.